Manufacturer narrative:
Customer reported that patient exited bed and walked down hallway of facility before falling and suffering a traumatic brain injury, which ultimately led to their passing away. Initial report stated that bed failed to sound its exit alarm when patient exited bed. Device was not returned to manufacturer for inspection, but customer did allow for inspection at customer facility. Review of pre-placement inspection records found the device was in good condition prior to delivery to customer. Inspection at customer facility found device to be in good condition with no malfunction found. Customer reported performing their own internal investigation into the incident, and found that the bed was performing as designed, and that the bed exit alarm had likely not been turned on by their staff prior the incident, and that the bed had not malfunctioned.

Event description:
Customer reported that patient exited bed without alarm sounding. Patient walked down hallway and fell, and sustained traumatic brain injury, ultimately resulting in the patient passing away.